Manufacturer narrative:
(B)(4). The analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, a device loading the reported reload could not be fired at the 1st stroke of the 1st firing on the stomach. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.